Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Bipolar forceps burn during bariatric surgery. The issue happened a few minutes after being used. Smoke at the forceps connector level. No one injured.

Manufacturer narrative:
After further information requested, customer reports that finally there was no burn and no complaint. Integra investigation is not possible as the device was not returned for evaluation.